Event description:
The pt was originally treated for stenosis of the right carotid artery and rec'd treatment with the qs delivery system to achieve hemostasis at the arterial puncture site following the interventional treatment for stenosis in the carotid artery. Minutes following the delivery of the gel foam hemostatic sponge, the pt exhibited no distal pulse in the treated leg.